Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with an acute infection after poor wound care and use of blood thinners immediately following the implant. The patient underwent a successful washout. The ipp was explanted and replaced. There were no additional patient complications reported.